Manufacturer narrative:
(B)(4). D10 ¿ associated products: item #00-7711-012-10, item name #standard offset size 12.5 reduced neck length 12/14 neck taper uncemented femoral stem, lot #60414073. Item #01.00181.540, item name #metasul ldh, head, 54, code t, taper 18/20, lot #2314687. Item #01.00185.146, item name #metasul ldh, head adapter, m, 0, taper 12/14-18/20, lot #2326742. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision surgery due to pain and elevated cobalt and chromium levels approximately sixteen (16) years post implantation. During the revision, synovitis and trunnion corrosion were noted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
Upon review of this complaint from an investigation perspective, it is considered that the acetabular component, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350-2023-00247.

Manufacturer narrative:
(B)(4). Upon review of this complaint from an investigation perspective, it is considered that the acetabular component, within this complaint, does not impact the reported event. The device involved in the reported event has already been reported. See report number 0009613350-2023-00247. Given the above information, this product will now be considered an associated item.